Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). Patient changed trusteel infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011324, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011324 was manufactured according to the work instruction (wi) version 100 and manufactured in the line multivac 14 on 29/jan/2025, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 5a02597 was manufactured according to the wi version 66 manufactured in the machine sc05 & sc06, on 26/jan/2025, with a total of (B)(4) units. The lot 5a02601 was manufactured according to the wi version 66 manufactured in the machine sc05 & sc06, on 22/jan/2025, with a total of (B)(4) units. Reiew of device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.